Event description:
It was reported to philips that system was unable to start up. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system was unable to start up. Customer measured 400 volts on the backside of m-cab and was ok, but m-cab has still no power. The rse instructed the field service engineer (fse) to check fuses in mims board, fan tray and ups power and proactively ordered the parts. Upon troubleshooting philips field service engineer (fse) went onsite and checked the fuses in mims board, fan tray and ups power board as instructed by rse. Fse found the issue was due to faulty fan tray. To resolve the issue, fse replaced the fan tray. The defective parts were returned for analysis, for pdu fantray, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.